Manufacturer narrative:
(B)(4). Investigation summary the analysis found that one pcee60a device was returned with no apparent damage, and with one gst60d cartridge not loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the knife moved forward all the way, but did not return to home position at the first firing on the lung. The knife reverse switch was not used, but the manual override lever was used to release the device. The cartridge color was gold. The surgeon felt that the target tissue was thick. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.